Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. Incorrect results were reported as a result of this incident. Corrected reports were issued for the affected samples. There was no harm to any patient.

Manufacturer narrative:
Cts was able to confirm that the customer's manual gel testing is an incubation of 15min. Cts confirmed that no other discrepancies have been noted to qc testing on the provue or by manual gel method. Cts confirmed that all listed gel cards and screening cells all have normal appearance and have been stored according to their package insert indications. Cts discussed with the customer that possible causes of the discrepancy may be due to differences in processing parameters by the provue and manual gel. The customer indicates their understanding of the possible causes of the discrepancies and indicates their confidence that the provue is operating as expected. (B)(4): no service requested.